Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old male was implanted with an impella cp device for mechanical circulatory support. The patient experienced a marked hematoma at the groin site. The device was successfully weaned and explanted with no change in the hematoma size compared to when it was implanted with no new groin concern.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided.